Event description:
While placing a power PICC/sherlock on a patient and experienced difficulty advancing the catheter. Not unusual as the clients are in a rehab hospital and their vasculature is just horrific. It was very sticky and I could feel the catheter bunching the vessel so I pulled back, tried again and the removed the catheter and plugged the sheath. My intent was to heat up the arm and start again. Well to my absolute astonishment I saw the magnets sticking out of the tip of the cath. So, I pulled the wire back to retract it and the wire came out but those magnets were still at the tip. So, I pulled the wire from the tip and it came out detached from the rest of the wire. It had severed about 2 inches below the tip and was "floating" in the catheter. I had to finish the case without a guidewire therefore, no sherlock. Now I do not usually flush the red port with the wire while inserting, only the other port.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.